Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the svc call. The sys was tested and found to be working an intended and put back into svc.

Event description:
The customer reported the keyboard quit responding and the sys would lock up. The sys had to be reboot. There is no report of death or serious injury associated with this complaint.